Manufacturer narrative:
An event regarding glass shattering of a simplex liquid ampoule while opening the ampoule was reported. The event was not confirmed. Device evaluation and results:no devices were returned for analysis. Six retain ampoules from the same simplex liquid lot were used for review. Visual inspection indicated that no unusual characteristics were observed and that the plastic crackers were present on the ampoules. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. An event regarding ampoule breaking when opening the top of a simplex liquid ampoule could not be confirmed. Testing of the returned ampoules resulted in the ampoules breaking as intended, i.e. Clean breaks with no visible fissures or excessive fragments of glass. It must be noted that the customer did not use the cracker, that is supplied for opening of the ampoule, to open the ampoule in this case. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
The bottle of cement broke jaggedly and cement ended up in the mixing bowl. The cement had to be remixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The bottle of cement broke jaggedly and cement ended up in the mixing bowl. The cement had to be remixed.